Event description:
Additional information received from the consumer reported that the patient¿s implantable neurostimulator (ins) was not connecting with the recharger or programmer. It was reported that the ins was likely in an overdischarged state as the patient hadn¿t charged for about three months. The consumer stated that the patient met with a manufacturer representative and they performed on physician mode reset (pmr) at the patient¿s healthcare provider (hcp) office. Another pmr was attempted by the consumer, but both were unsuccessful. It was reviewed that a pmr should not be performed outside of an hcp office and may take multiple tries before working. The manufacturer representative also reviewed with the patient that the screen displayed on the recharger was the ¿reposition antenna¿ screen. The patient was to follow up with their hcp.

Event description:
Information was received from a patient via a family/friend reporting that the patients ins was not taking a charge/unable to charge and "wasn't firing". It is noted that the scs device is not implanted in the spinal column but in the patients leg. The caller further states that the implant never really did block the patients pain, but did help with the circulation and swelling in their leg. They stated that the patients pain is going to go up more and more and they may need some "retraining and reprogramming". Indication for use is spinal pain and sciatic nerve injury. It is noted that the patients health care provider retired and they need to find a new one.

Event description:
Additional information received from the consumer reported poor communication on the patient programmer and not being able to communicate with the recharger. The consumer last felt stimulation and their last successful charge session were several months ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.